Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a hysteroscopy procedure, and after resecting and then cutting, the blade had come out of the window lock. The surgeon put the blade back in the window lock and continued without incident. No patient injury or complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A review of the device history record was performed which confirmed no inconsistencies. Device available for evaluation? No.